Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation revealed that the motion control unit (mcu) board of the c-arm did not boot as expected during system startup. A reboot performed by the user did not initially resolve the problem and treatment was performed with an alternative system. After the system was powered up again, it was fully functional. The mcu board started up and the system again functioned as intended. Despite analysis of the log files and troubleshooting performed, the cause that prevented the mcu board from booting could not be determined as this error did not reoccur. As a preventive measure, siemens service reloaded the sw onto the mcu. The problem has not reoccurred. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no movement of the c-arm was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.